Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager was sticking and failing. Nurses reported daily issues with the unit, and it had to fail before medications could be removed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the remote manager was sticking and failing intermittently. A field service engineer (fse) tightened the wire harness, adjusted the remote manager box, and applied conductive grease to the connections. The remote manager was then tested in the application and confirmed to be functioning properly. The system functioned as intended after field service engineer repaired the device.